Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The complaints for central regurgitation increased gradients were confirmed based on the provided medical record. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, ''approximately 4 years and 6 months post-implant of a 26 mm sapien 3 valve in the aortic position, the patient was experiencing severe aortic insufficiency and aortic stenosis'the echo shows pvl and ai.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient has a medical history of hyperlipidemia, which is a known factor that may increase the risk of valve calcification leading to early valve degeneration, resulting in central regurgitation. In addition, patient was also experiencing the paravalvular leak, which could decrease the blood flow back pressure that required to close the valve leaflets or fully coaptation during diastole, resulting in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia, paravalvular leak) may have contributed to the complaint event. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, patient had a 'current mean gradient 32 and peak gradient 58.4' per medical record review. In addition, patient had hyperlipidemia, which could be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. It could lead to valve degeneration/deterioration with thickened, and obstruct the blood flow across the valve, resulting in increased gradient. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Technical summary (B)(4)rev. A was applicable, because it was likely due to patient factors. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors including diabetes could have caused or contributed to this event. Over time, diabetes that is not well controlled can damage blood vessels in the kidneys that filter waste from the blood. This can lead to kidney damage and cause high blood pressure. High blood pressure can cause more kidney damage by raising the pressure in the filtering system of the kidneys. This can result in chronic kidney disease which speeds up vascular calcification, the formation of calcium deposits in blood vessels. Vascular calcification can cause health problems including hypertension and heart failure that increase risk of death and can lead to calcific aortic valve disease (cavd) which is related to the presence of cardiovascular risk factors such as male sex, arterial hypertension, diabetes mellitus, dyslipidemia, and smoking, sharing many similarities with the process that regulates atherosclerosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 6 months post-implant of a 26 mm sapien 3 valve in the aortic position, the patient was experiencing severe aortic insufficiency and aortic stenosis. The patient is experiencing shortness of breath and fatigue over the past couple of months. A surgical aortic valve replacement (savr) was recommended, but not yet scheduled as the physician is waiting on the patient to discuss with family and decide. The echo shows paravalvular leak and aortic insufficiency.